Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros sodium (na+) result was obtained from a single non-patient mas lot ocr2511 quality control level tested on vitros xt 7600 integrated system. Mas level 1 vitros na+ result of 147.4 mmol/l vs. The baseline mean value of 127.96 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ result was obtained from a non-patient quality control sample. The investigation could not rule out that patient samples were not or would not be affected. There was no reported allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros sodium (na+) result was obtained from a single non-patient mas lot ocr2511 quality control level tested on vitros xt 7600 integrated system. The assignable cause of the event was unable to be determined. A review of historic quality control results indicates within-lab imprecision occurred using the mas level 1 control, indicating vitros na+ slide lot 4235-1121-6090 was not performing as intended and cannot be ruled out as contributing to the event. Pre-analytical sample mix-up cannot be ruled out as contributing to the event as the affected result was similar to the mas level 2 baseline mean of 147.62 mmol/l. A diagnostic within-run precision test was processed to assess analyzer performance and the results were within acceptance criteria. Therefore, a performance issue with the vitros xt 7600 integrated system did not likely contribute to the event.